Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. No unexpected drive count or time values or changes incorrect for moving or coasting error or an error in the motor was detected by reading unexpected value from hall sensor error alarm, insulin flow blocked alarms or prime anomalies were noted during testing. Motor was tested outside the device, and it passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump alarm. The customer¿s blood glucose was 156 mg/dl. The customer stated that troubleshooting was performed for the pump error alarm and they were not able to clear the alarm and unable to complete the rewind. The device will be returned for the analysis.